Manufacturer narrative:
The device was discarded and could not be evaluated. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
During a tcar procedure, patient experienced a dissection involving the enroute nps device. The dissection was surgically repair with a patch.